Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) failed and nearly cost them their life. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device analysis revealed that the device was initially returned 7.3 years ago with no allegations against device functionality. A later complaint resulted in the device being pulled for further analysis pertaining to device pacing output. The device battery had depleted to the point of no telemetry while the device was in storage. The device was fully functional and operated under normal current drain when powered with an external supply. The device passed all manual therapy delivery testing. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device passed all testing throughout analysis and there were no indications of a device issue. It was determined that the device met specifications for normal device operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.